Event description:
The investigation site's research nurse has been unable to reach the pt regarding the status of the rash. However, the nurse spoke with the physician "who felt that this was not related to the taxus stent."

Event description:
Clinical study, same case as MFR # 6000089-2004-01184. After a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. Add'l info has been requested.